Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod. The patient reports not being able to walk, having a fever and vomiting. Once at the hospital the patient was treated with intravenous fluids as well as insulin. In addition the patient was prescribed bactroban (2 %) to be taken 2 times daily for 8 days due to a rash on their forehead. The patient was discharged from the hospital after 30 hours. The patient reports after being hospilised upon removal of the pod the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.